Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. The patient woke up vomiting and stomach was hurting. Patient¿s blood glucose reached 460 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). Patient applied a new pod, did a manual shot, and then went to the emergency room. Ketones were small. Patient's treatment included shot of insulin of 3u called novalog and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No abnormalities or deficiencies were found with the device. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels. The device generated an alarm indicating an occlusion during the run. No issues were found during the investigation that could cause an occlusion. The exact cause of the alarm could not be determined.